Event description:
The contact stated that the customer's new contour meter was reading high compared to her older contour meter. While troubleshooting, the contact performed control tests and received results of 59 and 258 mg/dl. The normal control range was 102-142 mg/dl. No adverse events were alleged.